Event description:
It was reported that thrombosis and stroke occurred. A left atrial appendage closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2021. Post-implant the patient was put on dual antiplatelet therapy. At the one (1) year follow-up on (B)(6) 2022, transesophageal echocardiogram (tee) revealed a device related thrombus was present. The patient was placed on anticoagulation medication and returned for tee on (B)(6) 2022 which showed no thrombus; however, a color jet through the face of the closure device was noted. Approximately one (1) year later on (B)(6) 2023, the patient was admitted to the hospital for a stroke. The physician was concerned there was a hole in the fabric of the implanted closure device where a clot may have escaped.

Event description:
It was reported that thrombosis and stroke occurred. A left atrial appendage closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2021. Post-implant the patient was put on dual antiplatelet therapy. At the one (1) year follow-up on (B)(6) 2022, transesophageal echocardiogram (tee) revealed a device related thrombus was present. The patient was placed on anticoagulation medication and returned for tee on (B)(6) 2022 which showed no thrombus; however, a color jet through the face of the closure device was noted. Approximately one (1) year later on (B)(6) 2023, the patient was admitted to the hospital for a stroke. The physician was concerned there was a hole in the fabric of the implanted closure device where a clot may have escaped. It was further reported that follow-up computed tomography (CT) was performed which did not show a hole in the fabric of the implanted closure device. No further intervention has taken place or is planned.